Event description:
A patient reported, "capsular contracture", baker grade iii, "recalled", "known extensive siliconomas on level 1 of the axilla and along the internal mammary artery of the left breast", "compression/displacement of the implant in an apicolateral direction", "non-puerperal mastitis", and "a total of at least 5 axillary silicone-retaining lymph nodes are visible. Another silicone-retaining lymph node in the course of the internal breast artery". The device remains implanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
A patient reported left side "recall," "compression/displacement of the implant in an apicolateral direction," "non-puerperal mastitis," and capsular contracture baker grade iii. Patient also reported "a total of at least 5 axillary silicone-retaining lymph node are visible," "another silicone-retaining lymph node in the course of the internal breast artery," and "known extensive siliconomas on level 1 of the axilla and along the internal mammary artery of the left breast" which are not device related. Device has been explanted.

Event description:
A patient reported, "capsular contracture", baker grade iii, "recalled", "known extensive siliconomas on level 1 of the axilla and along the internal mammary artery of the left breast", "compression/displacement of the implant in an apicolateral direction", "non-puerperal mastitis", and "a total of at least 5 axillary silicone-retaining lymph nodes are visible. Another silicone-retaining lymph node in the course of the internal breast artery". The device remains implanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety¿product/procedure-breast: unable to observe since it is not related to the device. ¿ malposition: unable to observe since it is not related to the device. ¿ inflammation/irritation: unable to observe since it is not related to the device. ¿ silicone migration-ndr: unable to observe since it is not related to the device. ¿ lymphadenopathy-ndr: unable to observe since it is not related to the device. ¿ granuloma-ndr: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. Additional observations: ¿ deformation is observed. No further actions are required since no issue in the manufacturing of the device is observed.